Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 6 had failed to open. A field service engineer (fse) found that the main full height drawer 6 was not detected on the bus and did not appear in hardware test application (hta) mode. A visual inspection revealed improperly tightened sensors and cabling. The fse reseated the row board cable at the rear controller board and drawer tray, restoring drawer responsiveness. The pharmacy technician confirmed recovery of inventory for drawer 6. All cabling and light emitting diodes (leds) were verified to be in good working order. Additionally, the backup battery, network plugs, installation components, and rear bumper kit were replaced. Fse performed preventative maintenance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed to open. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.